Event description:
A medtronic representative reported an inaccuracy while in a fusion ent case. First, the surgeon performed tracer registration on coronal slices and then did tracer registration again on axial slices. Tracing registration was good and went back to the ear on both sides of the patient 3d model. Both registrations displayed the same inaccuracy in the same area. Accuracy was checked with various instruments. The inaccuracy was off by 2-3mm in the right nostril lateral and superficial. All other areas of the skin and left nostril were well within accuracy. The emitter was not moved. The procedure was completed with the use of the s7. There was no impact on patient outcome reported.

Manufacturer narrative:
Software investigation completed and finds the software was performing to specification and functioning as designed.